Event description:
Per the clinic, the patient permanently discontinued use of the device for unknown reasons. The device was explanted (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery. Additional information has been requested but not received as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4).